Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed. A chest x-ray was performed and the pins appeared to be fully connected in the device header. The patient will continue to be monitored.